Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, it was found out that the right atrial (ra) lead exhibited failure to sense. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the issue was first noted in clinic during a scheduled follow up.